Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the right ventricular (rv) lead the lead torque would not transfer to tip to allow fixation into myocardium. The lead was not used and replaced. No patient complications have been reported as a result of this event.